Event description:
It was noted, during the implant procedure, high impedance greater than 4000 ohms was measured and additionally, no capture was noted. Consequently, this lead was withdrawn without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Helix, fully extended, measured .072 inches within specification. Primary analysis findings: no anomalies found.